Event description:
It was reported that the ventricular lead exhibited an insulation break. The lead was capped and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.

Manufacturer narrative:
UDI (di): (B)(4).